Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported problem could not be confirmed through the event history log (ehl) review or reproduced during evaluation.the device was found within specification during evaluation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The process step was not provided by the reporter. There was no known patient injury or medical intervention associated with this event. No additional information is available.